Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 11th june 2009 and performed to specification up to the 5th october 2014. The device memory had been erased prior to 7th october 2014. On the 7th october 2014 the device failed a self-test due to a low battery. The recorded voltage drop would suggest that a depleted pad-pak had been installed. Multiple manual power ups of ten minutes duration were recorded between the 26th july 2015 and the final history log entry on the 28th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.